Manufacturer narrative:
This device is used for treatment, not diagnosis. The hydrocoil embolic system (hes) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The hes is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in this event has been evaluated. The complaint is confirmed as the delivery pusher was compressed, broken and detached from the delivery pusher. The device exhibits evidence of stretching revealing excessive force. (B)(4).

Event description:
The customer reported that during the embolization treatment of a cavernous carotid fistula, the coil was positioned within the fistula. Upon repositioning, the coil stretched and prematurely detached from the delivery pusher. The entire system was removed without incident. No harm or injury was reported.